Event description:
It was reported the patient presented for a leadless pacemaker implant procedure. It was noted that loss of conductive telemetry occurred and the leadless pacemakers were unable to be finalized. Telemetry was restored successfully. Further investigation found misconfiguration of the ventricular leadless pacemaker. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of being unable to interrogate the aveir dr system during finalization was confirmed through remote trouble shooting and/or review of session records and merlin logs. When the programmer experiences a telemetry break, it inadvertently misconfigures the active rv lp as new ra lp. The root cause has been identified in the programmer software. There was no device malfunction.